Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusor was leaking from the fill port. The leak was observed during filling of the device and prior to patient use. There was no patient involvement. No additional information is available.